Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority FDA (B)(4) in united states on 15-jan-2015 which refers to herself, who had essure (fallopian tube occlusion insert) inserted in 2014. Consumer reported that the onset of her complaint started in 2014. This is a list of her side effects and symptoms that she has experienced due to essure: extreme pain in the right side of her stomach. Felt like someone was taking a needle nose pliers and putting it in her stomach, on the right side, and twisting it. She went into her gynecologist who did the implant and did an exam and found blood and pus, her exact quote. She stated she had an infection. She gave her a shot of antibiotics on the day of her exam, as well as 2 more antibiotics to take for the next 2 weeks. Additionally consumer has been diagnosed with the following conditions: she had the t.r.u.e (thin-layer rapid use epicutaneous patch) test done by a dermatologist and the results were highly allergic to gold as well as nickel. Due to the extreme pain she went to the emergency room in 2014. She has had the following surgeries due to essure: she had laparoscopic vaginal hysterectomy in 2014 to remove the essure devices in each fallopian tube, her uterus, fallopian tubes, cervix and ovaries were removed. She went into the emergency room 3 (three) times after the hysterectomy as she was still experiencing the extreme pain mentioned above. The dates she went into the emergency room were in 2014. Consumer informed that she will have to get the lot number from her provider who implanted it as well as her model number. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, experienced infection and founded she was highly allergic to nickel. She was submitted to a hysto-salpingo-oophorectomy and the devices were removed. She considered her events as related to the suspect insert. The reported events, regarded as pelvic infection and nickel allergy, were considered serious due to medical importance and are listed according to essure's reference safety information. The essure insert consists of a (B)(4). Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Regarding pelvic infection, essure micro-inserts are supplied sterile and placed under hysteroscopic guidance in the proximal fallopian tube. However, as with all trans-cervical procedures, essure placement can cause infection due to a bacterial contamination during insertion. In this particular case, limited information was provided (no information was given about infection onset date or nickel allergy symptoms); nevertheless since consumer related these events to essure and as an intervention was required as treatment, causality with the suspect insert cannot be excluded and due to the required intervention this case was regarded as incident. Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 02-feb-2015: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, experienced infection and founded she was highly allergic to nickel. She was submitted to a hysto-salpingo-oophorectomy and the devices were removed. She considered her events as related to the suspect insert. The reported events, regarded as pelvic infection and nickel allergy, were considered serious due to medical importance and are listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Regarding pelvic infection, essure micro-inserts are supplied sterile and placed under hysteroscopic guidance in the proximal fallopian tube. However, as with all trans-cervical procedures, essure placement can cause infection due to a bacterial contamination during insertion. In this particular case, limited information was provided (no information was given about infection onset date or nickel allergy symptoms); nevertheless since consumer related these events to essure and as an intervention was required as treatment, causality with the suspect insert cannot be excluded and due to the required intervention this case was regarded as incident. Additionally, non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.